Manufacturer narrative:
05-mar-2021 product investigation results: cause was traced to manufacturing of regular lot # 0228243067w. Action plan is in place. No failure could be identified as a result of the investigation into regular lot code 0230243067w.

Event description:
Consumer sent an email stating that the string shredded from multiple tampons prior to use. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent an email stating that the string shredded from multiple tampons prior to use. No injury was reported.